Event description:
Customer reported to beckman coulter, inc. (Bec) that a clear fluid was leaking from inside the pneumatic power supply of the coulter lh 750 slidemaker. Customer reported that there was fluid in the vacuum lines going to the supply. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the slidemaker vacuum accumulator tank float sensor was stuck, causing the tank to become filled with fluid without draining and the fluid was pulled into the compressor vacuum intake. The fse repaired the float sensor and the vacuum float. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).